Event description:
It was reported that the pump touch screen was having issues with the pixels being "messed up", affecting the customer's ability to read and interact with the pump screen. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.